Manufacturer narrative:
Hill-rom technical support ordered new nurse call membranes. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the nurse call membrane to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in EU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).